Manufacturer narrative:
This supplemental report is being submitted to provide device manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the light guide bundle was chipped is due to component failure of the light guide bundle and rigid tube was dented is due to component failure of the rigid tube should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, for the rigid video laparoscope the light guide bundle was chipped and rigid tube was dented. There was no patient involvement.